Event description:
Customer reported malfunction on the pump with no notable events occurring beforehand, and there was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being informed to call back if the issue reappears.